Event description:
The customer reported the unit failed to discharge during testing. The device had shown a "fail/external paddles" message during the shift check, error 81000 during a extended selftest.

Manufacturer narrative:
The customer reported the unit failed to discharge during testing. The device had shown a "fail/external paddles" message during the shift check, error 81000 during extended selftest. The unit was evaluated at philips, but the symptom could not be duplicated and it passed all testing. The device was returned to the customer in 2009, the customer reported that the device is back in service with no additional issues.